Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the event of "contour stapling line gave way/ opens up before anastomosis". Was the staple line incomplete (missing staples)? Staple line was complete. What was the staple formation (b-formation, unformed, malformed, irregular)? Information unknown. Were there any patient consequences (adverse event)? Not known.

Event description:
It was reported that the contour stapling line gave way/ opens up before anastomosis. Surgeon reinforce with prolene 4.0.